Manufacturer narrative:
Result: unsecured footboard control panel. Load cell cable.

Event description:
It was reported by service report that the footboard control panel was unsecured. It was further reported that a load cell cable needed to be adjusted. No patient involvement or adverse consequences are reported.